Event description:
The handpiece stopped functioning while it was in use on the patient. The harmonic generator was turned off and on to reset the new handpiece, tested, and the case proceeded without incident.the harmonic generator was tested and found to be functioning appropriately. No patient harm.